Event description:
Paramedics attended to a 29 year old male diagnosed in ventricular fibrillation. The operator attempted to administer a countershock to the patient. The unit allegedly failed to complete charging to the selected energy. A backup defibrillator was made available and used to treat the patient. The patient was not resuscitated. One of the paramedics at the scene indicated the alleged malfunction did not cause or contribute to the paitent's death. This opinion was based on the availability and use of a backup defibrillator. The paramedic commented that it appeared as if the patient died from a ruptured brain aneurysm.